Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states that the patient's symptoms have resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported that a patient presented with inflammation in the right eye one day following photorefractive keratectomy (prk). The patient was noted to have stage 2 diffuse lamellar keratitis (dlk). The previously prescribed topical steroid eye drop was increased and an oral steroid was prescribed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.